Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 3 months after two dental implants were installed in intraoral regions #7 and #19, their non- osseointegration was observed. Forty-five (45) ncm of primary stability was achieved and the implants were immediately loaded. The patient presented bone type iii.